Event description:
It was reported that during patient use the ventilator spontaneously shut off. The graphic user interface screen went blank and it made a high pitched noise like when the ventilator is purposely powered down. When the respiratory therapist went into the room, the graphic user interface screen was on and ventilator was properly functioning. There was no harm to patient and patient was placed on another ventilator.

Manufacturer narrative:
The nkv-550 ventilator is designed to perform a system reset when software utilization goes beyond a certain threshold. This is done per design to provide a recovery mechanism in the unlikely event of a software failure and upon a reset, ventilation resumes in less than 30 seconds to minimize patient risk.